Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient experienced difficulty breathing, thoracic pain and mild fever three months following implant. The patient was advised to seek medical care and was confirmed by the physician that the lead had migrated. The patient did not receive any treatments for the reported conditions. Further diagnosis found that the patient was suffering from chronic gout on the right foot which may have caused the pain problems. The patient reported improved pain relief with hf10. However, the patient presented in the ER and infection was found in the midline incision. Stimulation has been turned off. The patient was provided IV antibiotics and the device was explanted. Follow up report indicated that the patient is recovering without sequelae.